Event description:
It was reported that during set up for a navigation procedure the wings on the hand piece were found to be broken. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during set up for a navigation procedure the wings on the hand piece were found to be broken. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.